Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 7 or 8 am for a high blood glucose level of 485 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer declined trouble shooting the issue because they stated everything was fine with their insulin pump. The customer was advised to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.